Manufacturer narrative:
On (B)(6) 2018, mentor became aware of the following information about the event: - wrinkling patient code does not apply. - patient had bottoming out in the left breast. Ptosis patient code added. - it was originally reported that the left breast implant was intact. Ambiguous evidence was seen for rupture of the left breast implant. Material rupture device code added. On 06/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 400 cc gel breast prosthesis, catalog #3544007, lot #230978. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with mentor memorygel breast implant 400 cc gel breast prostheses when the right prosthesis ruptured after implantation. MRI confirmed the rupture of the right prosthesis; the left prosthesis appeared intact. A report from the doctor¿s office stated the patient developed capsular contracture (baker grade iii) in both breasts. In addition, some cutaneous mastue were present in both breasts. A mammogram was performed and it revealed a mass in the patient¿s right breast. An ultrasound confirmed that the mast is a cyst. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch reports is for the left breast prosthesis.

Manufacturer narrative:
The explantation date was mistakenly omitted from the initial report. The patient will undergo explantation on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).